Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedances. All other electrical parameters remained stable and no noise was observed. No intervention is planned and the patient will be monitored. This rv lead and the implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.